Event description:
Edwards received notification that this 66-y-o patient with a 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of approx. 14 years and 1 months due to degeneration leading to regurgitation. As per medical opinion, the valve did not fail prematurely. The patient presented with symptoms of fatigue and heart failure. A 26mm transcatheter valve was successfully implanted within the existing edwards surgical device. The patient was stable, was discharged home on pod #2 and had a great recovery.

Manufacturer narrative:
H10: additional narratives updated b5 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional narratives: there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an unknown model aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 14 years and 1 months for unknown reasons. The patient presented with symptoms of fatigue and heart failure. A 26mm transcatheter valve was successfully implanted.